Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open to the proximal section. During the delivery, the phenom catheter resistance was encountered in the middle section, making navigation difficult. The patient was undergoing endovascular repair treatment of a saccular, unruptured left para-ophthalmic aneurysm, with a max diameter of 6mm and a 4mm neck diameter, plus angioplasty of intracranial vessels with a flow-diverting stent. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.3mm distally and 4.6mm proximally. The access vessel femoral, with 10mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was clopidogrel 75 milligrams per day and asa 100 milligrams per day it was reported that a femoral puncture is performed, a 6fr sofia catheter is advanced by 115 and lodged in the left internal carotid artery, a phenom 27 microcatheter is advanced over a 0.014 shyncro microguide and placed in the left middle cerebral artery, the microguide is removed and the pipeline flex microcatheter with shield technology 4.75 x 20 is advanced. This is previously prepared according to the instructions for use. The phenom 27 microcatheter is advanced. A slight tension is evident in the petrosal segment, which could have been due to the patient's anatomy, even though there was good distal access. The device is released in the middle cerebral artery, and when approximately 30% has been released, it falls into the carotid artery. When 40% is released, a twist is observed at the proximal level of the device, with an unknown cause, even though there was good support, and a good release technique was performed. The system is loaded in a block to stimulate the braid and achieve its opening, but it is not successful. The system is recaptured, the device is opened again, the twist continues to be observed, the system is loaded, the microcatheter is brought towards the internal curve of the artery, the twist continues to be observed, the device is recaptured for the second time, it is repositioned, it is released again, and the twist continues to be observed. Maneuvers are performed. No improvement in the twist is observed. The patient has only one patent carotid artery. Due to the risk of the device not opening despite the maneuvers, it is decided to remove the system and start the procedure again using a flex pipeline with 4.50 x 20 shield technology. It was noted that the stent became separated from the pusher, remaining lodged within the microcatheter almost at the hub, and no damage to the microcatheter was observed at the time of removal. The pipeline was positioned in a bend at the middle section, and the pipeline did not stuck in the capture coil. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post-procedure showed the diverter was twisted at the proximal level in a patient with a single functional carotid artery, a pathology from birth. The event did lead to or extend patient hospitalization. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a microguia shyncro guidewire, phenom 27 microcatheter, long sheath 8fr neuron max guide catheter, and femoral 8fr sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the device was opened using instructions for use (IFU) techniques. The resistance could have been due to the patient's anatomy, even though there was good distal access. The other diverter opened without problem, which was attributed to the device. The cause of the twist has not been determined. There was good support and a good release technique was performed, but the cause of the twist is still unclear. No damage to the microcatheter was observed at the time of removal. The diverter became separated from the pusher, remaining lodged within the microcatheter almost at the hub.

Manufacturer narrative:
Product analysis (B)(4), item: 10, lot no: b610531 as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returned outside the phenom 27 catheter. However, the braid was returned stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. No break was found with pushwire. The distal hypotube was found to be slightly stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads, or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~1.0cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery as the pipeline flex shield braid was stuck within catheter hub. In addition, the pipeline flex shield and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damage seen on the catheter body (kinking), hypotube (stretching), and pipeline flex shield braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. However, based on the analysis finding, the pipeline flex shield could not be confirmed to have ¿failure/incomplete open at proximal¿, ¿pipeline braid twisted¿ and ¿pushwire break at distal hypotube¿ as no break was found with pushwire. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.